Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. There was no report of serious patient harm or injury. In initial reports section b5 mentioned incomplete, correct b5 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging coughing and headache related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An inspection of the device was completed by the manufacturer and unknown white deposits in filter inlet .unknown brown debris consistent with keratin found in filter inlet. Unknown debris consistent with dust found in the bottom of the inside of device and on top of the blower ith dust. The manufacturer found no evidence of sound abatement foam degradation. The device downloaded event log was reviewed by the manufacturer and found no error. The manufacturer concludes the device has no the presence of degraded sound abatement foam. There is no visible damage or functionality failures of the device, which still suggests that the source of contamination was external to the device. Pil was not able to confirm the complaint or address the symptoms specified.. Section d8, d9 and h3, h6 updated in this report. Section h6 (clinical code) corrected in this report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res (B)(4).